Event description:
High reactive rates for havab-igm were occurring on the architect i2000sr analyzer. Architect havab-igm is currently the focus of a product correction. Current information indicates that elevated grayzone, reactive patient results, or elevated out of range high negative quality control results for architect havab-igm may occur when the assay is run directly following the architect anti-hbs assay. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Architect havab-igm, list number 6l21-25 is currently the focus of a product correction, reported under 2623532-1/4/10-001-c. This report is being filed for the international product, architect havab-igm, list number 6c30. This is an initial report. The investigation into the cause is still ongoing and appropriate corrective actions will be implemented upon investigation completion. A follow-up report will be submitted when the investigation is complete. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Conclusion: the cause of the issue was determined to be reduced potency of the active antigen which is coated on the microparticle component of the assay. Elevated or out of range high negative control results and/or elevated grayzone / (B)(6) results may be observed for the architect havab-igm assay, list number 6c30, when it is run on the same module with the architect anti-hbs, list number 7c18. This issue has the possibility to occur when the architect ausab / anti-hbs assay precedes the architect havab-m / havab-igm assay during testing. Additionally, there is the potential to generate elevated results even when architect ausab/anti-hbs is not run on the same module. The investigation identified the cause as a reduced potency of the hav antigen which is coated on the microparticle component of the assay. This leads to lower ical rlu values and elevated signal from negative samples, which in turn has the potential to cause increased false grayzone/(B)(6) results, increased susceptibility to reagent cross contamination (e.g. Architect anti-hbs/ausab), and / or increased impact of naturally occurring test system variability on final test results. Control measures include raw material qualification and implementation of manufacturing controls for calibrator rlu values. Current modes of control were communicated to architect havab-igm customers through product correction letter fa24feb2010 and will remain in effect until corrective actions to address the reduced potency of the hav antigen have been implemented.